Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 5 pm with a low blood glucose of 51 mg/dl. The customer stated they had been shaking. They had a urinary tract infection, fever, and anemia. They were admitted for 4 days. They were wearing the insulin pump at the time of hospitalization. Troubleshooting was declined. The insulin pump was not returned for analysis.